Manufacturer narrative:
(B)(6). The root cause for the reported issue of an infusions took longer than expected.¿the reported issue that there was an infusions took longer than expected could not be confirmed.¿no further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the infusions were taking longer than expected. It was noted that when the device went to (B)(6), there was residual volume of medication still in the IV bag, which extended the duration of the infusion. Due to the event, patients had to stay longer to finish their infusions. During this site visit by a bd clinical practice consultant, it was observed that all alaris systems were positioned well above the patient's heart level and IV containers were well above the recommended 20 inches above the alaris pump modules. There was patient involvement but information on patient harm is unknown.